Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the stryker facebook page, "I had a stryker knee replacement in 2020. One year later I was complaining about clicking and stiffness, only to be told I overstretched the knee and the spacer needed replaced. I followed the aggressive physical therapy through the pain and now need more surgery?"